Manufacturer narrative:
Result: load cell.

Event description:
It was reported by service report that the scale would not zero and bed exit did not work. No pt involvement or adverse consequences are reported.